Event description:
It was reported by the patient that the implantable pulse generator (ipg) had fallen out of the pocket. The ipg was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.